Event description:
Customer reported to beckman coulter, inc. (Bec) that the reagent probe b of unicel dxc 600 synchron system had a leak. After discovering the leak, customer rebooted the analyzer. Customer reported that there were no erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the upper level cartridges had liquid on them. The fse discarded those reagents. The fse then performed a probe diagnostic test and a reagent probe level sense test. Both tests passed without errors. The fse cleaned all wash collars and primed the reagent probes. The fse was unable to reproduce the leak. It appears that customer had resolved the issue with shutdown and reboot of the system.

Manufacturer narrative:
Bec is filing this MDR as a malfunction report even though the fse could not duplicate the leak. The reason being that the fse did find liquid on the upper level cartridges which indicates there might have been a leak from the reagent probe. Bec does not have any information on the type of liquid on the upper level cartridges. If indeed there was a leak, bec is unable to determine if upon recurrence, the leak would cause or contribute to death or serious injury. (B)(4).